Event description:
It was reported that, "the patient claims failure of his hip prosthesis. No further information is available at this time, although it has been requested."

Manufacturer narrative:
It has not been confirmed that the subject device was manufactured by stryker. No additional information is available at this time.